Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no symptoms.

Manufacturer narrative:
Product analysis #(B)(4) : as found condition: the pipeline flex shield was returned within the inner pouch; inside of a biohazard bag and a shipping box.. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were found fully opened and frayed. However, the cause could not be determined. Possible causes include vessel tortuosity and damaged braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unknown healthcare professional. Information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery in the cave rnous c4 with a max diameter of 21 mm and a 9.52 mm neck diameter. The landing zone was 5.0 mm distally and 4.96 mm proximally. It was noted the patient's vessel tortuosity was strong. Dual antiplatelet treatment was administered. The pru level is unknown. The post operative findings related to blood flow contrast showed no particular problems. It was reported that a flow diverter placement case was performed in an ic-cave 21 mm aneurysm. Axcel guide6fr78cm was placed in the ic, and sofia 6fr125 cm, which was prepared as perthe package insert, was placed in the vicinity of the ic-aneurysm. Phenom 27.160 (lot: ja21-041), which was prepared as per the package insert, was delivered up to m1 using chikai 14 wire. Ped5x35 (lot.b410741), which was prepared as per the package insert, was delivered into phenom27 (lot. Ja21-041) to the tip part. As recommended in the package insert, the sleeve was removed at the tip part of phenom 27 (1 time full resheath) using the mca, using the system pull it was pulled down to the target lesion, and deployment was attempted using a wire push. Distal -end tip part did not widen at all, so the target site could not be anchored with a pipeline-stent. Tried everything to widen the tip part of the distal-end, or the front part of the body, however, the stent did not open at all. (Resheath, wire push/system push/system pull/unsheath, expansion within sofia, push-pull with sofia, vibration massage, etc.) Resheath and massage were performed about 15 times, however, the stent tip part and the part in front were not opened at all, so a full resheath was performed again. (Full resheath, 2nd time) by repartitioning, tried to deploy the placement start position from a little more distal than before. Started deploying, however just like before, both the stent tip part and body were not deployed at all. An abnormality was felt in the tip part of the pipeline-stent, so each phenom27 and pipeline stent system was collected outside the body. When the product was checked after it was collected outside the body, it appeared that the distal-end tip part flare was frayed and entangled. The entire system has been collected outside the body, so there is no residue inside the body. A full resheath performed twice, there was no particular resistance. The abovementioned product has refrained from using, and a new phenom 27/160 cm (lot: my21-001) and pipeline 5x35 (lot: b455002) were opened, prepared as per the package insert, and the stent was neatly deployed at the desired position; it was safely placed without any problems, and the procedure was completed. It was reported there was a deployment failure in the distal stent region. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed two times or less. The sofia 6 fr (dac) was used to attempt to deploy the stent by resistance strength. The stent was removed from the patient's body by resheathing and retrieving with the microcatheter. The pipeline was not used for an indication that is off-label. The preparation of the device followed the instructions in the package insert. Ancillary devices include a phenom microcatheter fg15160-0615-1s lot: ja21-041 .